Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normal ventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
The customer reported the ventilator would not cycle on and was continuously beeping. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse reported the ventilator would run on battery power but not on ac power. The fse replaced the power supply to correct the reported problem. Applicable final testing was completed per operating specifications.